Event description:
This 47-yr-old female underwent silicone breast reconstruction in 1987. Since then she has developed multiple medical problems, including joint pain with a negative ana. Gross exam: one implant ruptured, the other intact. The capsules show histiocytic reaction and fibroses.